Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Caller initially attempted to resolve the issue by loading a new cartridge, but this did not work. Technical support instructed caller to clean the pump¿s pneumatic tap area and guided them through proper procedure for loading a second cartridge. This resolved the issue, enabling caller to successfully load a cartridge and continue insulin therapy.